Manufacturer narrative:
A patient had levulan applied, incubated properly and was positioned in the blu-u. Approximately 12 minutes into treatment the blu-u stopped working. Treatment could not be completed. Follow-up ((B)(6) 2018): follow-up by reporter. No significant information was received.

Event description:
Approx 12 minutes into treatment the blu-u stopped working.